Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a follow-up visit one month post device changeout it was noted that the right ventricular (rv) lead thresholds were high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.